Event description:
It was reported that (1) rpfxg was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon was using the rpflex for the first time on a radical retropubic prostatectomy. The surgeon was stapling on the dorsal venous complex and puboprostatic ligaments first. Upon trying to close the stapler with the #1 handle, rn heard an audible "pop" as the surgeon closed the rpflex. Rn requested that the surgeon release the tissue to visually inspect the instrument. The thumb release did not operate correctly and after pulling on it, the surgeon opened it, releasing the tissue. The #1 handle now would not close properly and rn asked the surgeon to discard the cutter and use another instrument. The surgeon closed the stapler in accordance with directions and did not have excessive tissue in the jaws. After opening a new device, the case continued without incident. There was no consequence to pt.